Manufacturer narrative:
Concomitant products: 4471 lead implanted: (B)(6) 2006; 4470 lead implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited a sensing issue. The lead was removed and replaced. No patient complications have been reported as a result of this event.